Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The daughter of a customer reported via phone call that the insulin pump is broken and that the customer is self administering shots. The customer's blood glucose reading was unknown at the time of incident. The customer did not provide any other information.